Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510k: p180001. Investigation is still in progress

Event description:
Description of event according to initial reporter: device would not pass through the right common iliac artery. A little bit of calcification and tortuosity. A different cook device was used. Patient outcome: the complainant did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: a 74-year-old male underwent a surgery, where a zdeg-pt-40-32-165-pf-us (complaint device) was to be implanted. The patient´s anatomy was reported to have a little bit of calcification, tortuosity and narrowing at the internal iliac and common iliac. Physician states that this didn¿t appear on CT. It was reported that the device would not pass through the right common iliac artery. A different cook device was used, and the procedure was completed. The patient did not experience any adverse effects. No device was returned, and no images were received. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information tortuous anatomy, calcification and narrowing in the internal iliac and common iliac might have contributed to the advancement inability. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.